Event description:
Dealer is stating that the bottom part of the frame on the lift broke while the patient was in the lift. Since the bottom part of the frame broke it caused the patient to fall to the ground. Dealer stated the patient was not injured, they had to call the rescue squad to pick up the patient but he was not transported to the hospital.